Manufacturer narrative:
(B)(4). Date sent: 10/30/2025 d4: batch # unk the photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot/batch number, a97x8d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve procedure, the surgeon used five firings (first 3 blue then 2 white). Then after reviewing the staple line, many of the staples were not formed during the first blue firing. Poor staple line was observed on the specimen side. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/03/2025. Investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows the body cavity with a line of staples. However, two malformed staples were observed along the staple line. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.